Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient did not specify the date/time when the alleged issue began, nor did the patient specify the alleged inaccurate result she obtained with the subject meter. The patient indicated she manages her diabetes with insulin (no adjustments); however, it is not known what action, if any, the patient took in response to the alleged issue. According to the csr's documentation (sometime in september, date/time unspecified) the patient claimed she developed symptoms of incontinence and low blood sugar as a result of the alleged issue. The patient also claimed she obtained a blood glucose result of "18 mg/dl" with the emergency medical service's (ems) meter (date/time not specified). According to the csr's documentation, on two separate occasions (date/time unspecified) the patient allegedly received a glucagon shot from ems as treatment; however, it is not known what the patient's blood glucose result was (with the subject meter) prior to receiving treatment and what action the patient took in response to the result. During troubleshooting, the csr verified the patient was using the correct test strips; however, the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began and allegedly received medical intervention from a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(serial #) information was not provided.the 510(k) # is k053529.